Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: red particles were observed, on the shell. Red particles were observed, on the gel. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device discarded.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to a.2. Date of birth: year of birth provided as "1971". No further information provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.